Event description:
It was reported that the event occurred while in the cath lab prior to insertion. During pretest when the user inflated the balloon using the syringe in the kit, the balloon ruptured. As a result, the kit was not used. A new kit was opened. There was no report of pt death, complications, or injury. There was a delay noted with no harm to the pt. The pt outcome is good. Additional information received on (B)(4) 2013 stated the user does not know the exact inflation volume used, but they did use the syringe from the kit to inflate the balloon. An update of (B)(4) 2013 clarified that this event occurred after insertion, not prior to insertion as originally stated. Ref MDR #2242445-2013-00015 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.